Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: coil embedded in other tissue') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), fungal infection ("infection (other) describe: yeast"), acne ("rashes or skin conditions type: acne"), migraine ("migraines / headaches"), mood swings ("neurological conditions or problems type: mood swings"), feeling abnormal ("brain fog"), anxiety ("anxiety"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), bacterial vaginosis ("other injury (ies) or complication please describe: infection: bacterial vaginosis"), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). At the time of the report, the embedded device, genital haemorrhage, pelvic pain, urinary tract infection, fungal infection, acne, migraine, mood swings, feeling abnormal, anxiety, depression, dysmenorrhoea, weight increased, bacterial vaginosis, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, acne, anxiety, arthralgia, back pain, bacterial vaginosis, depression, dysmenorrhoea, embedded device, feeling abnormal, fungal infection, genital haemorrhage, migraine, mood swings, pelvic pain, urinary tract infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: pfs received. Product indication updated. Previously reported ¿injury¿ was updated to pelvic pain. Following events were added: embedded device, abnormal bleeding (general), uti, infection (other) describe: yeast, acne, migraines / headaches, mood swings, brain fog, anxiety, depression, dysmenorrhea (cramping), weight gain, bacterial vaginosis, abdominal pain, back pain and joint pain. Lawyer added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.